Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level was 42 mg/dl. Customer treated blood glucose with food. Customer was using insulin pump within 48 hours of low blood glucose event. Insulin pump was not been used on auto mode. Customer was assisted with troubleshooting, insulin pump will not be returned for analysis.